Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab (pal). The assignable cause of the increased intra-peritoneal volume was determined to be an insufficient drain (one or more cycles advanced to the next fill when a slow/no flow condition occurred above the minimum drain volume threshold). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2010, the drain volume was 2152ml during cycle 4. The largest prescribed fill volume is 1300ml. This event meets the criteria for overfill. Baxter product surveillance left a voicemail with the patient's dialysis nurse providing the details of the iipv event that was found.